Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned; distal conductor blood/body fluid (not obstructed), blood in/in helix mechanism. The blood in the distal most likely entered through the is-1 pin; no inner insulation breach was observed.

Event description:
Atrial lead 4524 was capped. During the implant procedure, the physician was unable to "take off screw on rv lead header." The lead was broken with bone cutter. The lead was not used. No patient complications have been reported as a result of this event.